Event description:
It was reported that: "during the start of a knee replacement procedure the anaesthetist noticed that he/she was having difficulty in ventilating the patient. The senior odp (B)(6) witnessed the anaesthetist flick between man/spont and volume control modes in an attempt to ventilate the patient sufficiently. Many alarms were generated which included constant pressure and apnea alarms. The procedure was aborted and the patient has a suspected pneumothorax."

Manufacturer narrative:
The concerned anaesthesia device was tested two days after the event following drager test certificate. The device was found to meet the specification. The device log was downloaded and analysed. The log gives no hint to any technical device failure. The log confirms that during a case on the date of event several optical and acoustical alarms for airway pressure high were generated. The device behaviour in this situation is to abort the inspiration stroke to avoid too high pressure for the patient. The root cause for the reported effect could not be identified. It was concluded that no device failure contributed to the event.